Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete, a follow-up report will be submitted.

Event description:
It was reported that the unit was not holding a charge. Customer states that the ac power led does illuminate when ac power is applied. The customer is unsure of how long the charge was lasting or if an audible alarm sounded at the time the unit died. Pt was being monitored. There was no known impact or consequence to pt.